Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there any concurrent procedure/device implantation? What medical intervention was given for the pain management? Results? The initial approach for the index surgical procedure? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention including dates and surgical findings. Was the device removed? If so, please date and details of the re-operation. What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012 for stress urinary incontinence and mesh was implanted. The patient reported experiencing severe pain in the right leg immediately after surgery and remained in the hospital overnight. The patient further reported experiencing persistent leg pain, limited mobility, disability, cramping, urinary tract infections, nerve damage, mesh erosion, anxiety, depression and fibromyalgia. The patient underwent many private appointments and tests and was given medication for the pain. On (B)(6) 2019, the hospital agreed that the patient should undergo surgery. Additional information has been requested.